Manufacturer narrative:
Screen on/ quick bolus button, malf code 00: the failure investigation has been completed and the alleged issue was verified, additionally, a malfunction 3 issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the wake button was sticking and that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.